Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2020-01337. Related manufacturer reference number: 2938836-2020-01338. It was reported that the patient presented in-clinic for a system extraction due to an infection. Further information was requested but not received.